Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that there is a cap missing on top of the reservoir. The customer states that there is no rubber band that holds the reservoir in place when it is locked. The customer's blood glucose level at the time of incident was 200mg/dl. The customer was advised that the device would be replaced and returned for analysis.